Event description:
This following statement is copied from vigilance information as provided by emea tyco healthcare regulatory affairs: "on occasion of the nurse's round, the pt was found dead in their bed in 2004 at 4:45 a.m. According to the statement of the nurse, the pulse oximeter had given no acoustic alarm. The last alarm documented on the pt sheet with subsequent pt contact was at 1:45 a.m. On that occasion, the nurse had talked to the pt. Inspection of the control device carried out in the morning, showed 12:45 a.m. As the last value registered. The device clock was not exactly programmed, so that the last documented value is from approximately 1:04 a.m. Due to these circumstances, the cause of death was categorized as unclarified, and the police were informed. A copy of the pt file as well as the device were seized by the police." In addition to the above, nellcor has been informed that the device has not been returned for evaluation. It had been reported by a hospital technician by tyco healthcare that the unit was working fine.